Event description:
It was reported that a loss of capture and intermittent losses of sensing were observed on the atrial lead. The lead was disabled on an unknown date. During system revision, the lead was tested and the issues persisted. The lead was capped and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.